Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needles had glue particulate contamination it was reported by the customer that found glue particulate contamination verbatim : bd team cardinalhealth presource has identified a product defect involving bd product # bf303005 lot 2327259.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jun-2023. Investigation summary: it was reported the needles have a defect that appears to be consistent with an epoxy over drip. To aid in the investigation, eight samples and seven photos were received for evaluation by our quality team. The samples came bulk packaged in a plastic bag with a piece of paper indicating the lot number. A visual inspection was performed and there is an epoxy drip over on the needle hub. The drip over is located between the needle hub ribs at the outer side of the needle hub. The point where the needle hub and needle join is acceptable. There is no excess of epoxy and perfect bonding. The seven photos provided show an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 303005, lot 2327259. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needles had glue particulate contamination it was reported by the customer that found glue particulate contamination verbatim : bd team cardinalhealth presource has identified a product defect involving bd product # bf303005 lot 2327259.